Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2013, inratio: 5.5, inratio: 0.9, inratio: 2.6. Time elapsed between each method of testing is within mins. Pt's therapeutic range is 1.8-1.9.